Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system would not rebound during use. The following information was provided by the initial reporter: the luer connector would not rebound.

Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 1260269. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.